Event description:
It was reported a patient underwent a bilateral sacrospinal colposuspension on (B)(6) 2023 and suture was used. The suture was broken during tying the knot. No patient harm.

Manufacturer narrative:
Product complaint (B)(4). Additional information: component code: g07002 - device not returned. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.